Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80-90% stenosed, 45mmx2.5-2.75mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Pre-dilation was performed with a 2.5mm balloon catheter. Following pre-dilation, a 2.50 x 24mm synergy drug-eluting stent (des) stent was inserted, however, the shaft broke at about 15cm from the hub. The device was completely removed without any resistance. Subsequently, 3.00 x 48mm and a 3.00 x 24mm synergy des were advanced for treatment one at a time. However, it was noted that the device was unable to cross the stenosis and stent struts were damaged during advancing and were removed completely. The procedure was completed by overlapping 2.25/2.75/4.0mm stents. No patient complications were reported and the patient's status was stable. Synergy ous mr 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that on the stent struts were damaged and misaligned from midsection of the stent to the distal end of the stent, stent struts on the most distal stent strut rows were pulled and stretched distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 12:14 pm CT. The report number is being corrected from: 2134265-2018-64414 to: 2134265-2018-62976.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80-90% stenosed, 45mmx2.5-2.75mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Pre-dilation was performed with a 2.5mm balloon catheter. Following pre-dilation, a 2.50 x 24mm synergy drug-eluting stent (des) stent was inserted, however, the shaft broke at about 15cm from the hub. The device was completely removed without any resistance. Subsequently, 3.00 x 48mm and a 3.00 x 24mm synergy des were advanced for treatment one at a time. However, it was noted that the device was unable to cross the stenosis and stent struts were damaged during advancing and were removed completely. The procedure was completed by overlapping 2.25/2.75/4.0mm stents. No patient complications were reported and the patient's status was stable. Synergy ous mr 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that on the stent struts were damaged and misaligned from midsection of the stent to the distal end of the stent, stent struts on the most distal stent strut rows were pulled and stretched distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.